Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the tissue a laparoscopic bariatric procedure, the surgeon was able to pressed the green button and squeezed the handle. However, the stapler did not fire. Another handle was used to complete the case. There was no patient injury.